Event description:
It was reported that this was an arteriotomy closure of the right and left common femoral artery using a prostar xl device after an aortic endoprothesis procedure using a 12 and 16fr sheath. Reportedly, the needles of the prostar xl devices deflected on deployment and were noted to be bent. Despite this, the sutures of the prostar xl devices could be retrieved and hemostasis was achieved with the sutures bilaterally. There was a reported clinically significant delay in the procedure.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional prostar device referenced is filed under a separate medwatch report number.

Manufacturer narrative:
See h11. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. B1: adverse event removed. H1: serious injury removed. H6: code 4604 removed.

Event description:
Subsequent to the initial medwatch report, the following clarification was received. The delay in the procedure was not clinically significant. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported delayed activation of the needles and bend to the needles could not be replicated in a testing environment as the components were not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported delayed activation of the needles and bend to the needles appears to be related to interaction with the patient calcification. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.